Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding heavily during essure / periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), post procedural infection ("caught the infection from the surgical instrument from the c section"), bladder spasm ("damaged bladder/ bladder spasm"), pneumothorax ("lung have collapsed"), inflammation ("inflammation") and procedural pain ("sore when moving from sitting to standing"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, post procedural infection, bladder spasm, pneumothorax, inflammation and procedural pain outcome was unknown. The reporter considered bladder spasm, inflammation, menorrhagia, pneumothorax, post procedural infection and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media.pain nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-post procedural pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('bleeding heavily during essure / periods') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, abdominal pain, pelvic pain, lethargy, skin rash, itching, diarrhea, bladder incontinence, night sweats, myalgia and joint pain. Previously administered products included for an unreported indication: flagyl, lignocaine and keflex. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), post procedural infection ("caught the infection from the surgical instrument from the c section"), bladder spasm ("damaged bladder/ bladder spasm"), pneumothorax ("lung have collapsed"), inflammation ("inflammation") and procedural pain ("sore when moving from sitting to standing"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the heavy menstrual bleeding, post procedural infection, bladder spasm, pneumothorax, inflammation and procedural pain outcome was unknown. The reporter considered bladder spasm, heavy menstrual bleeding, inflammation, pneumothorax, post procedural infection and procedural pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: correct placement of essure coils as well as bilateral tubal occlusion. Pathology test - on (B)(6) 2013: uterus, cervix and fallopian tubes, all had benign appearance. Essure coils were not mentioned. Concerning the injuries reported in this case, the following ones were reported via social media.pain nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: country of incident was updated from us to australia. All information have been transferred from deleted case (B)(4) including reporters, references and document. Medical history, lab data and essure indication added. Surgery detail updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding heavily during essure / periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), post procedural infection ("caught the infection from the surgical instrument from the c section"), bladder spasm ("damaged bladder/ bladder spasm"), pneumothorax ("lung have collapsed") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, post procedural infection, bladder spasm, pneumothorax and inflammation outcome was unknown. The reporter considered bladder spasm, inflammation, menorrhagia, pneumothorax and post procedural infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new events damaged bladder/ bladder spasm, lung have collapsed, inflammation were added. Insertion and removal date was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.